Event description:
The customer reported that the unit failed during a pt film. The image was snow white, with a rex of 500. A calibration error also displayed and the detector could not be used. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative replaced the ref pc board. He also performed repairs for the loose screw issue. The service representative performed the calibration and self tests. All functions met specifications. (B)(4).